Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer reported symptoms of sweating, extreme thirst, and headache. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 325 mg/dl and 392 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. .

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer reported symptoms of sweating, extreme thirst, and headache. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 325 mg/dl and 392 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.